Manufacturer narrative:
On (B)(6) 2019, mentor received the suspect medical device and additional information that the patient underwent explantation on (B)(6) 2019 due to diagnosis of bilateral breast implant pain with encapsulation. Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture. The device was visually inspected and a crease was observed in the anterior aspect. No anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10-mar-2020, mentor received additional information that the patient experienced discomfort due to capsular contracture. Patient had bilateral double contour deformity and bilateral striae. It was also reported that a week after implantation surgery, patient had bruising under breast and was advised to massage. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient was scheduled to undergo bilateral replacement with 600cc smooth mentor memorygel breast implant, catalog # 3506001bc, on (B)(6) 2020 after undergoing explantation without replacement on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade 3. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with an 800cc smooth mentor memorygel breast implant and experienced postoperative bilateral capsular contracture, baker grade 4 on right and baker grade 3 on left. Capsular contracture was confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2019. This medwatch report is for the left-sided implant.